Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records were limited to the patient's sticker page only. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2000 - the patient was implanted with a bard/davol flat mesh during a vaginal procedure. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.